Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31397558l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the irrigation issue during use on patient issue occurred. Irrigation was defective. They could not ablate. There was no patient consequence reported. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. It was noticed during use on the patient. There were no errors on the irrigation pump. They noticed the issue as when the physician wanted to ablate, he could not because of a sudden rise of temperature. They first tried to flush a second time the catheter outside of the patient, but it did not solve the issue. Then they tried to increase the flow rate of the pump to see if it would change something and it did not. They also changed the cable without success. They had to change the catheter to solve the issue. Correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter. Irrigation was defective. They could not ablate. There was no patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-dec-2024. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).